Event description:
It was reported that after discontinuation of prednisone, the user experienced decreased blood glucose values while using the ilet and asked whether a factory reset was necessary and how to proceed with therapy. Symptoms included hypoglycemia with reported readings down to 70 mg/dl and feeling unwell near 100 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education advising the user to consult their healthcare provider about ilet use following cessation of steroids. Investigation of this case revealed no device malfunction reported and no device component issue identified, and the event was associated with cause unclear hypoglycemia in the context of recent medication change. It was concluded, based on previously established findings for similar reports, that the cause was unconfirmed and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission.